Event description:
It was reported that the physician requested review of this implantable cardioverter defibrillator (ICD) data to confirm device operation. Technical services (ts) found that the patient had an episode of supraventricular tachycardia (svt) that was inappropriately treated with a single burst of anti-tachycardia pacing (atp). The atp accelerated the rate into a true ventricular tachycardia (vt). This device then delivered a single 41 joule shock to successfully convert the rhythm. Ts provided device reprogramming options. This device remains in services. No additional adverse patient effects were reported.